Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of right ventricular (rv) capture of unspecified duration due to increasing threshold measurements on this lead. The patient is pacemaker dependent and was symptomatic. The lead was explanted and replaced. Thesholds on the right atrial (ra) lead had increased significantly since implant. The ra lead and device were also replaced at this time. No additional adverse patient effects were reported.